Event description:
It was reported that the patient underwent a surgical procedure to implant a new tactra malleable penile prosthesis. It was noted that the patient had a previous tactra device implanted but the reason for removal nor patient outcome was reported.

Event description:
It was reported that the patient underwent a surgical procedure to implant a new tactra malleable penile prosthesis. It was noted that the patient had a previous tactra device implanted but the reason for removal nor patient outcome were reported.